Manufacturer narrative:
D4 - primary unique device indentifier (UDI)#:(B)(4)"UDI related data quality updates only". H3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and angle closure with elevated iop 35mmhg (assessed on (B)(6) 2024). A anti glucoma drug prescribed. In a separate visit the lens was explanted and problem was not resolved. Cause of the event was reported as user error. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - health effect clinical code 4581: angle closure. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.